Event description:
This was the second ventilator to malfunction on this pt. Ventilator went inop after connected to pt as a replacement for a previously malfunctioning vent. This one was making a weird noise. Ventilator had over 27,800 hours. Vent settings 80% fi02; rate 8; tidal volume 750. Unit run by biomed thru self diagnostic test; passed and run for 8 hrs unable to reproduce failure. Reran thru self test and passed and released.